Event description:
During a laparoscopic sigmoid resection procedure after the battery had been inserted into the idrivec, the device's red led started blinking. After the battery was replaced with another, the device became completely unresponsive. Another device was subsequently used to complete the procedure.

Manufacturer narrative:
Patient's weight is unknown; "000" is merely a placeholder, without which the submission cannot be packaged. The idrivec and the concomitant device (cs29 stapler) were both returned for evaluation. Both devices met all functional and visual requirements. The root cause of the alleged malfunction could not be ascertained.(B) (4)